Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced low blood glucose level. The customer¿s blood glucose levels were 127mg/dl, 139 mg/dl, 35 mg/dl and 303 m/dl. The customer treated low blood glucose level by drinking regular pepsi and a couple of glucose tablets. The customer did not mention any symptom related to low blood glucose level. They reported that the insulin pump was unable to enter the auto mode. They declined troubleshooting. The insulin pump will not be returned for analysis.